Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, partial stent deployment occurred. The physician placed the 2.50x12 taxus express2 drug eluting stent, but was not ready to deploy the stent. The physician pulled negative on the non-bsc inflation device and the stent partially deployed. The stent was removed, and they identified some of the struts were raised. The procedure was completed with a different stent. No pt complications were reported. Pt status reported as "ok".